Event description:
Home patient reported to dialysis nurse an issue with the cassette. When the cassette is done priming, solution comes up the patient line and squirts out the cassette. Cassette appears to have a leak. Home patient changed cassettes to continue therapy. No patient injury or medical intervention was indicated at the time of the initial report.